Event description:
In 1998, a pt was given collagen skin test in the left forearm. On 25 september 1998, the pt returned, complaining of having red, raised areas or hives all over the whole right arm (date of onset not recorded). The physician diagnosed hypersensitivity to collagen and prescribed a topical hydrocortisone cream and oral antihistamine. The pt is allergic to penicillin and has a history of upper respiratory allergies. The pt has no known history of autoimmune disease. Concomitant medical products include: intal, proventil, benadryl and cortisone injections for sinus/respiratory problems. The symptoms had resolved by 30 september 1998.